Event description:
It was reported that the pump had a primary audible test alarm, there was a syringe near empty message, and the pump kept pushing syringe. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal was removed/broken. Upon inspection, the top case was cracked near the tubing holders. The technician was unable to duplicate the reported event. The root cause of the reported issue cannot be determined. The technician replaced the speaker as a preventative measure. There's a corrective action preventive action for the reported event. The device passed functional and delivery tests. This MDR was generated under protocol (B)(4).